Event description:
It was reported that the pump of this artificial urinary sphincter (aus) eroded through the scrotum. The device was explanted. No further patient complications were reported.

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) eroded through the scrotum. The pump was exposed outside the patient. The device was explanted. There were no further patient complications.